Manufacturer narrative:
Stryker evaluated the device and was able to verify the system pcba failure. Stryker replaced the system pcba to resolve the issue. The device passed functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the device did not complete boot-up cycle during power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the removed system pcb assembly and determined that the root cause is isolated to the single board computer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the device did not complete boot-up cycle during power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.